Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touch screen could not be operated while the device was in use; there was an audible alarm while trying to change the settings, but no fault code given. The user changed the mode and during the mode, the screen froze; the date was frozen; touch did not respond at all. The customer used a different device when they realized the device was unresponsive. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The customer reported a complete cold start was done on the device; completed a full pm and left it on a soak test and the device did not display any further issues. The device was returned to service. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.